Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the patient had an elevated blood glucose level of hi since (B)(6) 2014 and was not successful correcting the elevated level via the infusion device. She was able to correct the elevated level via insulin injections. She stated that her device displayed "tbr (temporary basal rate) over", but she does not recall having programmed a temporary basal rate. She stated that the device did not display e1 (cartridge empty) when she felt that it should have. She alleges that her infusion device failed to deliver insulin. No adverse event was reported. The infusion device was requested to be returned for product evaluation.